Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the information on the bottom display of the external pulse generator was not appearing correctly. The generator was returned for service. It was indicated that there was no patient involvement associated with the event.